Event description:
It was reported that the patient was experiencing pulmonary vein stenosis. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the physician noticed that there was pulmonary vein stenosis, and the closure device was pushing on the vein. There was no intervention or treatment performed. There were no complications that the patient experienced and they were discharged as planned the next day.